Event description:
It was reported that the patient underwent an bariatric procedure on unknown date and suture was used. During the procedure, the needle broke and it was retrieved from the patient¿s body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.